Event description:
Procedure type: nephrectomy. According to the reporter: during use on the pt, the device got dull. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss and/or tissue damage.

Manufacturer narrative:
(B)(4).